Manufacturer narrative:
Section d6a: if implanted, give date: lens was implanted and removed in the same procedure. Section d6b: if explanted, give date: lens was implanted and removed in the same procedure. Section e1: reporter: address: address: unknown/ not provided. Section e1: reporter: address: city: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted into the patient's eye. After insertion, the surgeon observed a scratch on the lens under the operating microscope. An additional incision was made to explant the affected lens, and a spare lens with the same diopter power to complete the procedure. The lens exchange involved extra incision and suturing but the was not significant. The patient was monitored postoperatively. There was no delay in treatment or other interventions performed. No further information was provided.